Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out, high capture threshold was observed. No lead anomalies were noted on fluoroscopy. Successful defibrillation therapy was performed. Patients condition was stable and the lead remains implanted.